Manufacturer narrative:
Batch review performed on 28 may 2020: lot 1907433: (B)(4) items manufactured and released on 01-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the complaint, batch review performed on 28 may 2020: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1907355. Lot 1907355: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the flat liner with a hooded liner and revised the biolox head with a biolox head 1 month after primary. The surgery was completed successfully. An amis approach was used in the primary surgery.